Event description:
It was reported that the sure form 60 stapler instrument had an unclamping failure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was detected during procedure. There was no injury to the patient as a result of the reported failure. There was a backup instrument used to complete the procedure. A new instrument was used and after investigation a new arm was replaced onto the system. There was no fragment fallen into the patient's anatomy. The operation was delayed due to this problem by approx. 15-20 mins.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.